Manufacturer narrative:
Evaluation results: inherent risk of procedure¿ (stent thrombosis). Predisposed to the event ¿ (the thrombosis occurred due to heparin-induced thrombocytopenia (hit) as change to argatroban was effective.). (No results available since device or procedural images not provided for review). Device not returned for evaluation. Evaluation conclusions: inherent risk of procedure¿ (stent thrombosis). Patients condition affected the effectiveness of the device - (the thrombosis occurred due to heparin-induced thrombocytopenia (hit) as change to argatroban was effective.). (B)(4).

Event description:
Patient presented at hospital due to angina. Patient¿s condition changed the following day because of ami due to plaque rupture and emergency pci was performed where one resolute integrity drug-eluting stent was successfully implanted in the lad. Thrombosis was noted at distal of deployed stent and the physician performed aspiration of the thrombosis and dosed heparin but the thrombosis was increased after heparin administration. He stopped to dose heparin and dosed argatroban as replacement. Then the symptom was improved and the patient¿s condition is stable. The physician initially suspected the stent thrombosis, but he finally concluded that the thrombosis was occurred due to heparin-induced thrombocytopenia (hit) because argatroban was effective.